Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a diagonal tear in the balloon, approx. 5.5 mm from the balloon proximal tip. No other source of a leak was identified. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1213002) indicated that the mynx lot met all established performance criteria prior to shipment. See medwatch report 3004939290-2012-00186 for the first device used in this procedure.

Event description:
It was reported by the user facility that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the left common femoral artery. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was inserted into the patient and the balloon lost pressure. The physician removed the device and since access was not lost, the physician prepped and deployed a second mynxgrip vascular closure device 6f/7f. The second device balloon also lost pressure. The second device was removed and since access was maintained a third mynxgrip vascular closure device 6f/7f was prepped and deployed. Hemostasis was achieved with the third device. The patient was reported as fine. No further info is available.